Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of atrial fibrillation (af) resulting in several inappropriate shocks to be delivered. The device was tested with provocative maneuvers with noise observed on the right ventricular (rv) channel. After testing in multiple postures myopotential noise could be seen, however no oversensing of noise was observed. This device was subsequently explanted due to the battery depletion due to the several shocks delivered to the patient. Further testing was completed once the new device was implanted with low amplitude noise present. Further evaluation is expected at the next follow up appointment. This device system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Investigation summary: with the available information, boston scientific concludes that the reported inappropriate shocks were likely a result of oversensing. Oversensing is a known inherent risk of the use of this device. Device history record (DHR) review: a review of the DHR was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device was discarded, therefore no physical assessment has been completed. As of today, our assessment has concluded that the observed inappropriate shocks were likely due to oversensing which is a known inherent risk of the use of this device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of atrial fibrillation (af) resulting in several inappropriate shocks to be delivered. The device was tested with provocative maneuvers with noise observed on the right ventricular (rv) channel. After testing in multiple postures myopotential noise could be seen, however no oversensing of noise was observed. This device was subsequently explanted due to the battery depletion due to the several shocks delivered to the patient. Further testing was completed once the new device was implanted with low amplitude noise present. Further evaluation is expected at the next follow up appointment. This device system remains in service. No additional adverse patient effects were reported.